Event description:
Caller reported a malfunction on pump, identified by malf 12 code, but no notable events occurred prior to malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Customer received instruction from technical support to reset pump, which resolved issue, and was advised to continue using pump and call back if malfunction recurs. Caller acknowledged and understood instructions.